Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Battery was inserted several times and the operating currents are normal. No unexpected low battery, off no power or battery out of limit alarm noted. Device was received with cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was performed. The device was returned for analysis.